Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant shell integrity loss revealed during explantation: will not return.

Event description:
Distributor reported on behalf of healthcare professional "explantation due to the patient's desire to change the size of the breast. Implant shell integrity loss revealed during explantation." Device has explanted and replaced.